Manufacturer narrative:
Investigation: bd received a q-syte unit in an opened package from lot 8178559 for evaluation. Our quality engineer visually inspected the returned unit and observed tears on the slit of the top disk of the septum. The top disk appeared to becoming unglued from the rim and pushed into the adapter. However, there was evidence of adhesive found on the rim of the unit. Based off the visual inspection the engineer was able to verify the reported defect. The engineer was unable to determine the definitive root cause for this issue since the unit was returned in an opened package and there was evidence of a stable bond made during production. DHR reviews: lot # 8137786: a total of (B)(4) units were manufactured on qfa line 3 starting on 24may18 through 26may18. A potentially related qn ((B)(4)-septum damaged) was initiated during production. Disposition, root cause and corrective actions were applied per control plan. Lot # 8142519: a total of (B)(4) units were manufactured on qfa line 3 starting on 29may18 through 31may18. A potentially related qn ((B)(4)-bond strength oos) was initiated during production. Disposition, root cause and corrective actions were applied per control plan. Lot # 8152559: a total of (B)(4) were manufactured on qfa line 3 starting on 4jun18 through 6jun18. No quality notification were initiated.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device was connected to PICC tubing, and the septum pushed into the adapter and unglued from the rim after the third day of placement, causing leakage. The following information was provided by the initial reporter, translated from chinese to english: "q-syte connector was connected to the PICC tubing. Leakage was noticed on the 3rd day of placement, the septum sunk in and unglued at the rim after checked. The customer feedback that it might be caused by high frequency of use."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device was connected to PICC tubing, and the septum pushed into the adapter and unglued from the rim after the third day of placement, causing leakage. The following information was provided by the initial reporter, translated from (B)(6) to english: "q-syte connector was connected to the PICC tubing. Leakage was noticed on the 3rd day of placement, the septum sunked in and unglued at the rim after checked. The customer feedbacked that it might be caused by high frequency of use."